Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ g7 bispherical shell 52e, reference (B)(4), batch 6144757. Report source, foreign - event occurred in (B)(6). The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision: 3 complaints (3 products), this one included, have been recorded on gts standard femoral stem size -1, reference (B)(4), from 1 january 2017 to 3 september 2020. 1 complaint (1 product), this one included, has been recorded on gts standard femoral stem size -1, reference (B)(4), batch 0001067802. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a primary procedure on unknown date. Subsequently, that patient underwent a revision procedure on (B)(6) 2019 due to unknown reason where stem and cup were removed. No additional patient consequences were reported. This complaint has been received from siris report: "siris outlier report 2019, gts + g7, zimmer biomet, uncemented stem-cup combination used in primary total hip arthroplasty, diagnosis primary osteoarthritis, status: confirmed outlier".